Manufacturer narrative:
Due to character restriction in block e1 e1 initial reporter is (B)(6). Updated fields: b4, b5, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 , e3, e1 ( initial reporter , event site email ) corrected field : h6 ( medical device ¿ problem code ) a getinge field service engineer spoke with several co employees and the trainers concerning this unit. It was suggested that the fse replace both the vacuum and pressure regulators the fse completed the change of parts and while testing the equipment, found that the helium over pressure regulator was also not keeping its setting, so the regulator was replaced. Once parts were replaced the fse was able to complete the testing with no further issues. The hospital biomed wanted to run the unit for a while before returning it to the department. The unit was ran for seven days with any issues. The unit was then put it back into use. The failure analysis and testing dept. Received part qty: 2 with a reported unit failure of an error code 14.the fat performed a visual inspection and found the parts to be in good condition.the fat installed the parts in cardiosave test and tested the part to factory specifications per the cardiosave service manual and ran each part for 2 hours with no failure confirmed. Retaining the parts in the failure analysis and testing department.

Event description:
It was reported by the customer that the cardiosave intra aortic balloon pump (iabp) had a power up test fails code #14 after the display initially showed ¿maintenance may be required ¿ after turning the unit off to back on during use. There was no harm reported.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had error code e-14 after display initially showed: ¿maintenance needed¿. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.